Manufacturer narrative:
Information was provided in d6a, d6b, d7a, d10, h3 and h10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation, indicated the product met release criteria. The customer, indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Haptic manufacturing is a validated process with multiple inspections to verify, the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications, before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reporter that during implantation of an intraocular lens (iol) the trailing haptic was stuck inside the cartridge and was broken. A backup lens was used to complete the procedure on the same day. There was no patient harm. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens cases. Solution is dried on the lens. One haptic is broken in the haptic insertion area. The broken portion of haptic was returned halfway in hallway out of a qualified company cartridge. The optic is torn/split/cracked and cut, typical of insertion and removal. A large portion of lens material is missing (not returned). The used qualified company cartridge was returned. Viscoelastic is dried in the cartridge. The cartridge has evidence that it was placed into a handpiece. No tip damage observed. The file indicated the use of a qualified company cartridge, with a company handpiece. The viscoelastic indicated is non-qualified for the company lens/cartridge combination indicated. The root cause for the reported complaint appears to be related to failure to follow the IFU. The file indicates the use of a viscoelastic that is not qualified for the company lens/cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).